Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on-site to replace the video processor (vp) on the system. The system was tested and verified as ready for use. Failure analysis received the vp unit and replicated the reported issue. This vp unit was installed into the test system, where the vp was unable to turn on. Error 31234 did appear on startup. The reported issue was confirmed based on the failure analysis investigation. No image or video clip for the reported event was submitted for review. A site complaint history review was performed and no related complaints were found for the product. System logs were reviewed as part of troubleshooting with technical support and the reported errors indicated that the vsc timed out. Based on the information provided at this time, this complaint is being classified as a reportable event because system unavailability after start of a surgical procedure (first port incision) caused the procedure to be converted to another system cart. Although there was no patient injury reported, if the failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure the customer had repeated 31243 errors pointing to the vision side cart (vsc) timing out. The customer restarted the system, but the error persisted. The customer converted to a different vsc to continue with the procedure and there was no report of patient injury.